Manufacturer narrative:
An internal biomérieux investigation was performed. This investigation was due to discrepant results on tzp and ert on vt2 with neqas survey qc strain. Identification of the organism was confirmed, and testing included the 2 customer lots (cl1 5620068103 and cl2 562399640) and a random lot (562386320) of ast-n192 cards, but also both customer (770388020) and random (770391520) lots of ast-n330 cards. In parallel, we performed the reference methods: - broth microdilution (bmd) ertapenem and piperacillin / tazobactam (tzp) because the formulary etp02n (in ast-330) and tzp03n were developed with this method. -agar dilution, the method used to develop the formulary etp01n in ast-n192 card. Then, we compared vitek®2 results with the reference results. *on the 3 lots of ast-n192 cards, we obtained tzp mic = 8 mg/l s/I and etp mic <=.5 mg/l s **for tzp, the vitek®2 cards are in essential agreement , within 1 doubling dilution, with the reference bmd mic (4mg/l). And no category error. [?] **for etp, the vitek®2 cards are in essential agreement , with the reference bmd mic (0.25 mg/l mg/l). And no category error. -->ast-n192 cards performed as intended and no further action is required. *on ast-n330 cards, we obtained tzp mic = 16 mg/l I (cl) -8 mg/l s/I (rl) and etp mic <=0.125 mg/l s (with both lots). [?]**for tzp, the vitek®2 results are not reproducible: mic of 8 on the random lot is in essential agreement with the reference bmd mic(4mg/l) and the mic of 16* mg/l on the cl is in essential agreement error (+2 doubling dilutions) with a minor discrepancy. [?]** for etp, the vitek®2 cards are in essential agreement , with the reference bmd mic (<=0.03 mg/l mg/l). And no category error. -->ast-n330* cards did not perform as intended once on the customer lot only. Strain and data will be forwarded to r&d department. In-house, the reference results are very different from neqas values, we obtained tzp mic = 4/4 mg/l (bmd), etp mic <=0.03 mg/l (bmd) and 0.25 mg/l (ad). We did not reproduce the neqas values for etp (4 mg/l r), neither for tzp ( [?]128 mg/l r). Root cause: atypical strain

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with a vitek 2 ast-n330 test kit (reference (B)(6)) related to false susceptible results. The customer reported that testing a (B)(6) strain of e. Coli (B)(6), the result obtained for ertapenem was mic (B)(6) which means susceptible. However, according to (B)(6) the mic (B)(6). There is no indication or report from the laboratory that the discrepant result led to any adverse event. An internal biomérieux investigation will be initiated.